Manufacturer narrative:
G4:13jan2021. B4:19jan2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-04126 was submitted. Any additional information will be submitted under the initially reported MFR. Report#: 2031642-2020-04126. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported v60 will not power on. The unit was not in use, and there was no patient or user harm reported.